Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On the same day as the event onset, the patient was hospitalized for peritonitis. The cause of the event and treatment details were not reported. Physioneal and extraneal remained ongoing. At the time of this report, the patient had recovered. No additional information is available.